Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.

Event description:
It was reported by an onkos sales representative, that a patient with eleos proximal femur replacement underwent revision surgery on (B)(6) 2025 due to an alleged dislocation. Surgeon shortened eleos male-male midsection from 70mm to 40mm. This report captures eleos male-male midsection. This event will be reported as a serious injury due to the revision procedure.